Manufacturer narrative:
On 9/25/2015 the field service engineer (fse) found that solenoid sl14 was defective causing the incomplete diffs. The fse replaced sl14 and the instrument ran without incomplete diffs. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported incomplete differentials and platelet voteouts from the coulter lh500 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
The device date of manufacture was changed from 06/01/2004 to 06/01/2005.